Manufacturer narrative:
The hospital decided not to repair the ventilator. It has been taken out of service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the exp valve stuck open. The customer reported there was no patient involvement